Event description:
It was reported that on a ventricular pacing lead, low impedance paces were seen with a polarity switch to unipolar. Also reported were 22 ventricular high rate episodes where some had non-physiologic rates. A ventricular lead warning for out-of-range impedances was seen. The lead remains in use. No complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.